Event description:
Follow-up revealed the patient's ipg was explanted and replaced on (B)(6) 2016. The patient received effective stimulation following the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a car accident and had been experiencing a burning sensation at the ipg site regardless of the stimulation being on or off since. The patient stated the ipg site was warm to touch even when the scs system was off. As a result, the patient will undergo surgical intervention.